Event description:
Customer reported via phone call that customer was experiencing low blood glucose level. Customer blood glucose was 40 mg/dl at the time of incident. Customer was treated with food for low blood glucose. Customer was using auto mode feature at the time of event. No further complications were reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.